Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated, and a conclusive cause for unintended movement and single leaflet device attachment (slda) could not be determined in this complaint. The reported poor image resolution was due to challenging patient anatomical condition/operational context. The reported additional unexpected medical intervention appears to be due to case specific circumstances as one additional clip was implanted to stabilize the slda clip and reduce the mitral regurgitation to grade 1+. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked and single leaflet device attachment (slda) requiring an additional clip for stabilization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. There was a little difficulty with visualization due to the patient anatomy. The first clip delivery system (cds) was advanced to the mitral valve and the clip was successfully implanted in the center-medial position, with residual jet lateral to the clip. A second clip was deployed laterally to the first clip. During clip release stages, the clip opened during verification of the gripper line's mobility. The clip was re-closed and successfully passed the final arm angle test. However, after clip deployment, the clip was noted to have detached from the anterior leaflet and remained attached to the posterior leaflet, (single leaflet device attachment/slda). A third clip was implanted laterally to the second clip to stabilize the second clip and control residual mitral regurgitation. Three clips implanted, reducing mr to 1+ with mean pressure gradient of 4 mmhg. The procedure was considered successful. No additional information was provided.